Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found not significant anomalies. The #0 connector sleeve was corroded. The #0 connector wire was also broken at the weld site (overstress/damage). Analysis of the percutaneous extension found the #0, 1, and 2 connector blocks to be twisted in the molded rubber. The #0 connector block was also torn out of the molded rubber and broken at the weld site.

Event description:
It was reported that physician could not disconnect the lead from the percutaneous extension. The patient had undergone a trial and the event occurred during the procedure to proceed to permanent implant. It was stated that 1 of the 4 setscrews was not able to be removed. The physician cut the lead in order to disconnect. The lead and the extension would be returned for analysis. The lead was noted to have been partially explanted. It reported a week later that the patient was not implanted with an implantable neurostimulator (ins), thus the patient had no therapeutic effect. It was reported approximately 2 weeks later that the patient was doing well. It was stated that the lead was explanted due to the suspicion of infection. A smear test did not confirm the suspicion. The ins would be implant within 6-8 weeks.

Manufacturer narrative:
Concomitant medical products: product ID neu_perc_extension, product type: extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.